Event description:
Procedure: davinci cystectomy. According to the report: the specimen was placed inside the endocatch bag, the ring was pulled and the bag was cinched. The instrument was removed and they attempted to remove the specimen. The bag split open as they attempted to remove it. The incision was described as large enough to remove the specimen. No tissue damage or patient injury reported. No bleeding reported.

Manufacturer narrative:
(B) (4). (B) (4).